Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, the basket of an ncircle tipless stone extractor would not completely come out of the sheath. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual and functional test of the complaint device was also conducted. The device was returned to cook for investigation in open packaging. The handle was in closed position, with the basket closed. The male luer lock adapter (mlla) and collett knob were tight. The polyethylene terephthalate tubing [pett] was approximately 2.2cm. The basket sheath was bent 47.5 cm from distal tip due to customer repackaging. The handle would not actuate the basket. The handle was disassembled and could not actuate basket assembly manually. There was no other damage noted. In response to this incident, cook completed a review of the device history record (DHR). The DHR found no non-conformances relevant to the reported failure mode. A lot history search also found no other complaints have been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The product specification for the ncircle tipless stone extractor ntse-022115-udh was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened. A bend in the basket sheath was observed, but the damaged sheath was likely due to its position in the tray for return shipping. The handle was removed and the basket could not be manually functioned. The cause for the issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, the basket of an ncircle tipless stone extractor would not completely come out of the sheath. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient.